Manufacturer narrative:
Additional information provided in h3, h6, and h10.the customer called the company representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer did not request service. To date there have been no further occurrences of the reported event. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported vacuum is not suctioning.